Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to electrode end damage. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to electrode end damage. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis determined that the allegation against the lead was confirmed based on observation of a stretched shocking coil and a bent lead tip likely handling damage.